Event description:
During an in-clinic follow-up, increased capture threshold was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed no abnormalities. No intervention has been performed. The patient was stable and will continue to be monitored.